Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced per physicians preference and the leads were explanted. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the leads were not explanted. Per implant record, the explanted leads were the one used during the trial phase.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient was experiencing frequent ipg charging.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement for an unknown reason.